Event description:
It was reported that during a da vinci prostatectomy procedure, the fenestrated bipolar forceps instrument's tip did not react according to surgeon's movements. Shows difficulty to open jaws. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation was not able to verify the reported complaint. The instrument was placed on an in-house system and tested. The grips opened and closed properly. Failure analysis investigation also found the following damages: instrument's top bipolar pin was bent at the backend of the housing. The bipolar insert was still intact. The instrument passed the electrical continuity test. Failure analysis concluded that the damage to the bipolar in may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.